Event description:
It was reported that the posey sitter select alarm unit was not alarming. No patient injury reported.

Manufacturer narrative:
Evaluation code: results: (other) - inspection shows that the battery connectors inside the unit are either damaged or missing.